Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has some loss of capture at 4.5v @ 1.0 ms. Impedances are normal at 440 ohms bi and 320 uni. Rwaves are 3-3.3mv. The rep is working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).